Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure observed during analysis. Analysis description: final analysis found full breach insulation degradation noted at 4.5cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.